Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Xrays was evaluated and the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. X-rays were received and reviewed. The results identified: "the humeral component is high-riding with near complete loss of the subacromial space. This is almost certainly due to full thickness and more than likely full width rotator cuff tear. The hardware is intact and normally positioned without surrounding lucencies. The bones demonstrate no acute fracture." Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
0001825034-2017-04946 . Concomitant medical products:- taper catalog#:unk lot#:unk, stem catalog#:unk lot#:unk, glenoid component catalog#:unk lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04963, 0001825034-2017-04964, 0001825034-2017-04965.

Event description:
It is reported that the patient underwent a shoulder arthroplasty revision due to rotator cuff deficiency. Components were removed and replaced with a reverse total shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Specific implant date is unknown, however it occurred in the year of 1998. Concomitant medical products-humeral stem catalog#: 113707 lot#: 676930, glenoid catalog#: 113856 lot#: 322210. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.